Event description:
It was reported that sensor failure after warm up was reported. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient had a head ache, nausea, and was shaking. She went to the emergency room (ER) because the sensor was not working due to a sensor failure. No bg finger stick values were provided. She was treated with fluids, anti-nausea medicine, and her insulin pump was used to administer insulin. On (B)(6) 2022, although she was still in the hospital, she was feeling better and she stated that she was being discharged. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.